Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The returned meter powered on with button depression and strip insertion. Blank screen was not observed. No new issues were observed. The complaint is not confirmed.

Event description:
Customer's husband reported that in the evening hours of (B)(6) 2012 customer began to experience several symptoms, but when he attempted to test her glucose using her adc blood glucose meter it displayed a blank screen. Caller further reported it would not turn on when the button was pressed or with test strip insertion. He further reported customer was "confused" and was using "one word sentences". Customer was given a tablespoon of sugar by her husband and then he called the paramedics. Upon their arrival they received a reading of 12 mg/dl on an unknown brand of meter, administered an unspecified "injection" and started an "IV of glucose." Customer was transported to a local healthcare facility, where she was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered at the hospital for her hypoglycemia. However, it was reported the customer was also diagnosed with a "kidney infection" and received unspecified medication for that. There was no report of death or permanent injury associated with this event.